Event description:
Manufacturer reference number: 3006705815-2024-0115 it was reported that the patient was unable to put their system into MRI mode. Further investigation revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
Additional information was received wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: d10: date of implant for ipg updated.